Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a day after switching to dailies contact lenses the consumer woke up during the night experiencing pain in the right eye. It was reported that the visual acuity was lowered (snellen result not known) and the consumer experienced photophobia. Two days after the consumer visited an eye care professional and was given several tests however, information on the types of tests provided were not made available. The ecp then concluded that there was a central corneal ulcer of approximately two to three millimeters with irregular edges. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No complaint trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).